Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported on (B)(6) 2023 at 1834 cytarabine (175mg/1000mls) was programmed to be infused over 24 hrs at a rate of 41.7ml/hr. At 0330 on 11/5 the pump was beeping. Upon entry the clinician found the1000ml cytarabine bag was empty. The rate on the module showed 41.7ml and the bag had infused over approximately 9 hrs instead of 24 hrs. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action #. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported on 11/4/23 at 1834 cytarabine (175mg/1000mls) was programmed to be infused over 24 hrs at a rate of 41.7ml/hr. At 0330 on 11/5 the pump was beeping. Upon entry the clinician found the1000ml cytarabine bag was empty. The rate on the module showed 41.7ml and the bag had infused over approximately 9 hrs instead of 24 hrs. There was patient involvement but no harm.